Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Medical records review: the patient with pulmonary embolus had a vena cava filter deployed without incident. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for limb detachment, perforation of the ivc, and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and limbs perforated and detached. The filter was removed percutaneously; however, detached limbs remain in the heart, lung, and abdomen. The patient allegedly experienced chest and abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and limbs perforated and detached. The filter was removed percutaneously; however, detached limbs remain in the heart, lung, and abdomen. The patient allegedly experienced chest and abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After four days later post filter deployment, the patient experienced acute abdominal pain, computed tomography of abdomen and pelvis with contrast was performed which showed there was an inferior vena cava filter identified below the renal veins. On the next day, the patient experienced generalized abdominal pain, two views of abdomen flat and upright was performed which showed inferior vena cava filter was in place. After eleven years and eight months, one view of abdomen and two views of chest was performed which showed there was an inferior vena cava filter in place with legs of the filter opened. Additional findings: as mentioned above, the inferior vena cava filter was open with legs widespread. There was one leg which was fractured and was displaced 1.5 cm to the right and cephalad. After five days, computed tomography of abdomen with intravenous contrast was performed which showed there was anteriorly tilted bard denali infrarenal inferior vena cava filter. Multiple struts have penetrated outside of the cava. There was a fractured and displaced arm which was in the right colonic mesenteric fat or mesenteric vessel. After three weeks, venacavogram and inferior vena cava filter retrieval was performed which showed through the right internal jugular vein approach, micropuncture access obtained with ultrasound, and pigtail venogram performed demonstrating no evidence of intraluminal thrombus. A 16-french sheath placed and using endobronchial forceps filter was removed. Completion cavogram was unremarkable. Hemostasis was achieved with manual compression. Multiple spot images obtained demonstrating 2 fractured filter fragments, both extracaval. One fragment appears to overlie abdomen, and another in the right lower lobe of lung. On the next day, computed tomography of chest, abdomen and pelvis without contrast was performed for fractured inferior vena cava filter which showed a strut of the inferior vena cava filter was within one of the distal branch pulmonary arteries in the lateral basal right lower lobe towards the costophrenic sulcus. Great vessels are normal in size. No coronary calcifications identified. Normal heart size. A strut of the inferior vena cava filter was in the anterior right ventricular cavity adjacent to the free wall distally. The strut was oriented parallel to the free wall and was within the trabeculations. This was poorly seen but present on prior abdominal computed tomography from outside. An additional strut was seen between the second portion of the duodenum and the hepatic flexure in the retroperitoneum. Three struts missing from the now removed inferior vena cava filter are accounted for and are unchanged in position with previous examination. After four days, retrieval of inferior vena cava filter was performed, and initial scout images were obtained, demonstrating a fractured fragment medially to the right, and anterior to the filter. This was demonstrated on prior imaging to be within the mesentery adjacent to the stomach. Additional scout imaging demonstrated a fractured strut within the right lower lobe, it was determined that one short strut was missing; and the location could not be identified fluoroscopically. A micropuncture set was utilized to gain access into the right internal jugular vein. Under fluoroscopic guidance and over amplatz wire, a pigtail catheter was advanced into the infra-filter inferior vena cava. An inferior vena cavogram was performed, demonstrating no in situ filter thrombus. There was no significant tilt. Over-the-wire, a 16-french sheath was inserted. Utilizing rigid endobronchial forceps, the bushing of the recovery filter was captured, and the filter was collapsed within the sheath. Visual inspection of the explanted filter demonstrated that the filter was intact. Wires and catheters were removed. Hemostasis was achieved in the right neck with manual compression, sterile dressing was applied. The patient tolerated the procedure without immediate complication. The procedure was performed under monitored anesthesia care. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 03/2007), g3, h6(method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and limbs perforated and detached. The filter was removed percutaneously; however, detached limbs remain in the heart, lung, and abdomen. The patient allegedly experienced chest and abdominal pain; however, the current status of the patient is unknown.